Event description:
Surgeon reports pt developed inflammation 2 months following intraocular lens implantation procedure. The intraocular lens was removed 1 month later and the pt is reported to have "not-recovered" at this time.